Manufacturer narrative:
As per the indications for use of the ijs-e system, "the system is intended to provide temporary stabilization of the elbow joint after trauma or chronic elbow dislocation. Potential ijs-e construct failures such as stress fractures of the bones, loosening of the construct, instability, delayed soft tissue healing, or incomplete healing may occur." Furthermore, the device's contraindications state " the ijs-e system should not be used if the following are present: active or latent infection, sepsis, insufficient quantity/quality of bone (bone loss greater than 30% of the total articulation or involving an entire column of the distal humerus, coronoid bone losee of 50% or more) and/or soft tissue, material sensitivity, or patients with open growth plates." The implant is intended for temporary stabilization while bone and ligament healing occurs. As per reports, the surgeon installed the implant to "salvage the natural anatomy for a patient who likely needs a total elbow replacement down the road." The x-rays indicate the patient had severe bone deformity and was reported to have rheumatoid arthritis. As per sd's investigation, the available information indicates noncompliance with the ijs-e system's instructions for use. As per reports from the surgeon, prior to implantation they were aware that this case would push the limits of the ijs-e system and possibly would result in ineffective treatment.

Event description:
Proximal connecting rod of ijs-e stabilizer broke at the clamp. Patient had rheumatoid arthritis and did not heal properly. X-rays were taken 6 months post-op.